Manufacturer narrative:
MFR control no di980037. The sample has been returned to arrow. Examination and testing found a leak in an abraded area of the bladder. Arrow labeling cautions that "during and following insertion, the presence of atherosclerotic plaques may abrade and weaken the iab membrane".

Event description:
It was reported that after 36 hrs of use, the pump registered helium leak alarms, and blood was noted in the tubing. The iab was removed and replaced. There were no pt complications.